Event description:
Patient reported that #30 broke. The patient was examined by their dentist who recommended b/u and crown on #30 due to a mesial lingual cusp fracture. #30 was repaired with a crown. Diagnostic findings were provided by the patient. Requested if there is any pending treatment and updated photos wearing the best fitting aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.